Manufacturer narrative:
According to the facility on 8/6, "the patient had status post resection of right neck vagal schwannoma. The rn removed the dressing to remove the drain and noticed that the drain had snapped off completely above the skin and the skin was completely closed. The piece under the skin was removed by surgeon at bedside. The patient is doing fine". It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 8/6, "the patient had status post resection of right neck vagal schwannoma. The rn removed the dressing to remove the drain and noticed that the drain had snapped off completely above the skin and the skin was completely closed."